Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
Cartridge pan damaged. It was reported that during the lung cancer surgery, noted the wing of pan was detached from the cartridge's deck. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5a605. Investigation summary the analysis results showed that one ecr45d cartridge reload was returned unfired with the cartridge pan partially dislodged from right proximal side. No functional test was performed due the condition of the cartridge. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. ,a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Investigation summary upon visual inspection of two photos, the following was observed: the first photo shows a gold reload from top view and the pan cartridge was noted dislodged from left side. The second photo shows a gold reload from pan area and the sled can be seen in home position. Based on the photo, the event described is confirmed, however, no conclusion or root cause could be determined. Hands-on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.